Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 44 mg/dl, 61 mg/dl, 51 mg/dl, 59 mg/dl, 65 mg/dl, 72 mg/dl, 74 mg/dl, and 79 mg/dl. Customer was feeling hypoglycemic at the time of the readings and self-treated with orange juice. Customer felt better afterwards. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.